Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. Further information was requested but not available. (B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.

Event description:
On an unknown date, the patient underwent total debranching thoracic endovascular aortic repair using gore® tag® thoracic endoprosthesis (tgt3110/unknown). On (B)(6) 2017, reintervention was performed since a thoracic aortic dissection around the distal part of the stent graft (tgt3110) and new entry into the dissection was observed. Additional conformable gore® tag® thoracic endoprostheses (tgu313110j and tgu343410j) were placed in the distal part of the original stent graft. Angiography was performed and it was confirmed that the new entry to the dissection was excluded. The patient tolerated the procedure. No further information is available.